Event description:
It was reported that the intraocular lens (iol) had a defect. Account indicated that a bubble was observed in the middle of the lens. There was no patient contact with the product. The iol has been discarded. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, there was no patient contact with the product. If explanted, give date: not applicable, there was no patient contact with the product. Telephone number: (B)(6). The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.